Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: 16398.

Event description:
It was reported that the patient had an x-ray and after reviewing, the physician thought that one of the patients leads was fractured.